Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. It was reported that at 4:43 pm the customer received a blood glucose result of 133 mg/dl on her aviva system. The customer ate a small meal. At 5:00 pm the customer stated she began to feel tired, sat down in a chair, and immediately passed out. The daughter tested the customer's blood glucose and received a result of 20 mg/dl. The daughter called the emt's. The emt"s arrived within 5 minutes, and received a blood glucose result of 29 mg/dl on their device. The emt's treated the customer with an IV. The customer did not know what type of medication was given through the IV. The customer stated she regained consciousness in 10 minutes and felt better; and at this time she was able to consume a peanut butter sandwich. After treatment the emt's re-tested the customer's blood glucose and obtained a result of 133 mg/dl on their device. The customer was not transported to the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.